Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual and magnifying inspections of the actual sample revealed no deformity, no break or no other visible anomaly in it. The tapering condition (angle and the dimensions of the connection area) of the female luer connectors were evaluated with a luer taper gauge conforming to iso standards. All the luer connectors were confirmed to meet the standards. Force required to pull out a syringe from the actual sample's female luer connectors was measured and the results were compared with those of a factory-retained three-way stopcock sample. Testing with a syringe was inserted into the female luer connector with 1kgf-force. Subsequently, the pulling force required to pull out the syringe from the female luer connector was measured with a force gauge. The test result showed no difference in the obtained values between the actual sample and the retention sample and no anomaly in the actual sample. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that during priming, the involved capiox device female luer connector on the blue cock section appeared to be loose compared to those on the yellow and red cock sections, which gave an impression that a connected syringe could come off. There was no harm to the patient. The procedure outcome was not reported.